Event description:
The customer reported to olympus, the 4k autoclavable camera head color not working properly and picture was not clear. There were no reports of patient harm.

Manufacturer narrative:
E2: ni. The device was returned to olympus for evaluation. No issues were identified with this device during inspection as this device was working properly as intended. A device history record review was completed, and no issues were identified. The user's request was not confirmed, "color not working properly picture not clear." The most probable cause of the complaint likely attributed to the video processor as no malfunctions were identified with this device during inspection. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at later date.